Event description:
The customer requested the end of run summary to verify tbv an operator recorded on the apheresis flow sheet because it is very different from the last time this donor donated. The customer is not alleging a deficiency with either the machine or disposable. The donor tolerated the procedure well and had no symptoms during or after the collection procedure. This report is being filed due to operator error which could lead to citrate toxicity.

Manufacturer narrative:
(B)(4). Investigation: the operator erroneously entered a height of (B)(6) instead of the donors actual height of (B)(6). The volume collected from this donor was 490 ml. The actual tbv of the donor is 5327 ml so this volume did not exceed 15% of the donor's actual tbv. The device history record was reviewed. No relevant issues were found. Root cause: operator error. Corrective/ preventive action: the customer was given some re-training as to the danger of running a donor with the wrong parameters. A report of operator error trends is distributed quarterly to the sales and implementation teams to determine the needs for targeted training opportunities.